Event description:
It was reported that a patient underwent a penetrating keratoplasty procedure on (B)(6) 2025 and suture was used. During the procedure, at 10 noon, medical staff will perform penetrating keratoplasty surgery on the patient. While preparing for suturing, they discovered a foreign object at the end of the needle, which affects its use and was replaced in a timely manner. Considering products from the same manufacturer and batch number, if similar phenomena are not detected in a timely manner before use, it may cause serious harm to patients after use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: were there any adverse consequences associated with the patient? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.